Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d1, d4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mild femoral notching, large joint effusion, vascular calcifications, no fracture, overall fit and alignment is appropriate, normal bone quality, no signs of loosening or radiolucency. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00057. Concomitant medical devices: femur cemented cruciate retaining (cr) narrow right size 8 catalog#: 42502006402 lot#: 64267990. Unknown tibial tray catalog#: ni lot#: ni. Report source - foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right knee revision five months post-implantation due to instability. No further event information available at the time of this report.